Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the after the implant, the patient "felt bad". The r waves were noted to be low and the pacing impedance was noted to be high/undefined. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The distal conductor of the lead became extrinsically fractured due to over-rotation. The distal conductor of the lead was extrinsically over-rotated. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.